Manufacturer narrative:
One tprlc 133 mp type1 was returned and evaluated. Upon visual inspection the porous near the bottom of the stem has some porous damage from use. The porous was rubbed and none had come off at the lab. The damage is likely from implanting and removing the stem multiple times. Complaint sample was evaluated and the reported event was confirmed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon attempted to implant stem, stem sat proud, so surgeon removed to advance broach to seat stem. Stem was implanted and extracted a second time. When stem was removed the second time, surgeon noticed pps coating was sluffing off of the stem. Pps beads could be seen on surgeons¿ glove, and in patients¿ bone. Surgeons washed out patients bone with pulsavac, and another stem (same size) was opened, and implanted.